Manufacturer narrative:
During an embolization procedure, an orbit helical fill 12x30 (B)(4)/ lot unk & orbit galaxy tight distal loop complex (B)(4) detached prematurely during manipulation in & out of the aneurysm when the coils detached. The products were prepped per IFU. A prowler plus microcatheter with a 45 degree tip was used. No additional information provided. The target site was the left mca aneurysm (approximately 11mm). A syringe was used to prep the devices, and the syringe was used per labeling instruction for purging the coil. The same syringe was used to complete the procedure without any adverse event to the patient. The products will be returned for analysis. No further information was available. There were no patient complications. A non-sterile orbit helical fill 12x30 was received coiled inside of a plastic bag. The embolic coil was received separate from the device inside of a ziploc bag and it was found stretched with residues of dry blood. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. The support coil and gripper were found outside of the introducer without damage. The gripper was inspected under microscope and it was found without damage in addition it shows the marks that indicated that the head piece of the embolic coil was attached of it. The embolic coil was inspected under microscope and it was found stretched and residues of dry blood could be observed on it. The headpiece of the embolic coil was inspected under microscope and it was found without damage. The DHR could not be performed due to the lot number was not provided. The failure reported by the costumer as "coil - premature detachment' could not be evaluated. The cause of the damages found in the embolic coil and in the device could not be conclusively determined; however this does not appear to be manufacturing related since inspections are in that prevents this kind of damages leaving from the facility. Therefore no corrective actions will be taken. The complaints of premature detachment could not be confirmed without procedural images; however, both products were noted to be stretched and the returned delivery system was kinkned. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that target lesion and procedural issues may have contributed to the reported and confirmed events. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00447 and 3007628272-2011-50026.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00447 and 3007628272-2011-50026. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During an embolization procedure, an orbit helical fill 12x30 (637hf1230/ lot unk) and orbit galaxy tight distal loop complex (640cf0721/ 13500563) detached prematurely during manipulation in and out of the aneurysm when the coils detached. The product was prepped per IFU. A prowler plus microcatheter with a 45 degree tip was used. There were no patient complications. No additional information provided. The target site was the left mca aneurysm (approximately 11mm). A syringe was used to prep the devices, and the syringe was used per labeling instruction for purging the coil. The same syringe was used to complete the procedure without any adverse event to the patient. The products will be returned for analysis. No further information was available.